Manufacturer narrative:
The nurse reported that multiple patient, over half being monitored on the central nurse's stations (cns) are displaying with unstable pulse. They are going to try out 2 reusable spo2 on two patients. An aware report will be ran on each patient today, to have a base line of alarms prior to and then after the new spo2 probes. Aware is a non medical device and is a product that does alarm management and reporting. No patient harm reported. Tech support contacted the customer to get additional device information, log files, spo2 probe model and lot number multiple times. No devices were sent in for evaluation. Customer advised us to close this ticket as they were not interested in providing device model and serial number information, or any information on how to resolve this issue. Without an evaluation of the device and / or troubleshooting, the reported malfunction cannot be confirmed. Based on the above information, we cannot confirm the malfunction of the devices. Further, investigation is not possible without additional information. Approximate age of device. No model/serial provided so age of device is unknown. PMA/510(k) number. No model provided so 510k is unknown. No model / serial number provided. Unable to determine device manufacturer date.

Event description:
The nurse reported that multiple patient, over half being monitored on the central nurse's stations (cns) are displaying with unstable pulse. No patient harm reported.